Event description:
Patient came in for an implantation of a leadless pacemaker (abbott aveir). During the release of the device post tug test the button to release the device would not release it, so the sheath was aligned back over the device and the release button was pushed. At that time the staff noticed that the device had dislodged and migrated our the outflow tract into the pulmonary artery requiring interventional radiology lab physician to snare the aveir and remove the device. Patient taken to ICU for close monitoring.